Manufacturer narrative:
Additional information received on january 26, 2021 indicated that the right side was lifted for better asymmetry and not explanted. The patient who has loss of left breast implant after poor healing secondary to nicotine exposure. H6 health effect - clinical code e2402: surgical intervention this report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iiina. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel 475cc silicone breast implants which the left side had issue with capsular contracture baker grade iii after implantation. As a result, patient had the device removed on (B)(6) 2019. On december 18. 2020 new information received indicated that the patient experienced right sided baker¿s grade iii capsular contracture. Patient also had non healing wound on the left side, doctor performed surgical scar revision which it didn't help, it was decided for patient to have prolong removal. As a result, patient placing just the left side with new implant on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
On january 21, 2021, additional information received indicated that the patient had preoperative visit, plan was discussed as the right side will be replaced, and relift on (B)(6) 2021, and left side will have replacement device as well. The report indicated that she has had significant weight gain during covid. She also is smoking daily, and the doctor discussed with her that this will compromise her healing. This report is for the right prosthesis. Manufacturer¿s reference number: (B)(4).